Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported that the device had a scissor effect. Another device was opened to complete the case. There was no consequence to pt.